Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3. E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced three infusion sets tape not sticking event on 28-may-2024. The infusion site was at abdomen and lower back. All the infusion sets of the patient untapped before 3 days of use as the adhesion of cannula does not seem to be the same. No further information available.